Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon pinhole occurred. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. However, during inflation, it was observed that the balloon was not holding pressure. When the device was pulled out from the patient's body, a small hole on the balloon was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.